Event description:
The pt presented to the ER with abdominal pain. An examination revealed an aneurysm rupture. Pt had zenith aaa graft placed in 2005. The pt was transferred to a larger facility, where the rupture could be surgically repaired. Upon arrival, the pt was taken to the or, where the zenith device was partially explanted and another device was sewn in. The suprarenal stent and iliac legs from the zenith device were left in place. The pt survived the open procedure, but is still quite ill. No further info is available at this time.

Manufacturer narrative:
Evaluation: this event is still under investigation.